Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin flow blocked alarm occurs on the insulin pump. Customer's blood glucose level was 7.6 mmol/l. Customer advised the insulin flow is blocked and during a bolus attempt the no delivery alarm occurs. Troubleshooting for the insulin flow block was performed. Customer has lost weight and that may be contributing to not properly receiving insulin.